Event description:
Hcp reported low battery alarm/pump recalled. Pt did not have adverse effects. The pt underwent device explantation. The device was returned to the MFR for analysis. The pt had no adverse effects after explant.

Manufacturer narrative:
Final device analysis results reveal pump catheter access port (cap) lifted but still attached/functional.